Event description:
Non-invasive bp (blood pressure) cuff randomly giving erroneously low readings on trasnport from ICU to or (operating room) and in operating room. This is a super morbidly obese patient with no arterial line, transported from neuro ICU to or with dark green medline (new style) bp cuff on right forearm (upper arm is prohibitively large to fit any cuff). Bps were normal in neuro ICU and at beginning of transport (cuff was not adjusted for transport). Midway through transport, cuff began reading 50/30, then 40s/20s. Patient was alert and clinical status unchanged so suspected error. In operating room, transferred pdm (patient data module) to operating room station and initial bp (without changing anything) was fine. Then several readings later, was 59/32... Next value was fine. Later in case, another cluster of very low readings. In critically ill patients, this is a huge risk as neuro patients cannot be easily empirically treated with vasopressors due to the risks of hypertension, but artifact fatigue could easily lead a team to delay treatment of true hypotension.